Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, it was informed that the dentist did not have information about lot number of the product.

Event description:
(B)(4) ¿ the dentist reported that 6 days after the dental implant was installed in intraoral region 9#, its non-osseointegration was observed. Moreover, 25n.cm of primary stability was achieved, bone graft was placed, the patient presented bone type iii and immediate implant was performed.